Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that they were experiencing some symptoms and discovered that the catheter was out of place and they needed magnetic resonance imaging (MRI). The patient also mentioned that they had neuropathy. Patient services reviewed MRI guidelines and redirected the patient to the hcp for further assistance.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) and bupivacaine via an implantable pump. It was reported that the patient was seen on semiurgent basis due to increased low back pain. Physical exam unremarkable, provider decided to decrease rate of bupivacaine by 50% at next refill. MRI ordered but denied by insurance. On (B)(6) 2025 the patient was seen via virtual visit, notes "flare up of fibromyalgia" and full body pain. On (B)(6) 2025 the patient noted burning sensation in low thoracic with bilateral burning sensation in legs. Catheter dye study was performed but the healthcare provider was unable to visualize catheter tip or contrast spread. A CT scan showed that the catheter had exited the intrathecal space. Patient opted to titrate down off medication in preparation for explant.

Manufacturer narrative:
Continuation of d10: product ID 8598a, serial# (B)(6), implanted: (B)(6) 2024, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(6), ubd: 25-apr-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.